Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection of the device noted body fluid contamination in the lead barrel. No further visual abnormalities were noted. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Overall, analysis determined the device met specification.

Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was found to be at end of life and was suspected to have prematurely depleted. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.